Manufacturer narrative:
After battery installation unit gave an unexpected flashing white blank display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to download and perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. Unable to confirm missing segments, partial display due to display anomaly. Unit also received with cracked and bleeding lcd glass. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump kept flashing one line in the center on the screen. The pump started beeping and flashing. The troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.